Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient underwent a procedure for a scs trial system. It was reported the physician experienced difficulty placing the lead into the desired area for stimulation coverage. The physician decided to remove the lead and abort the procedure. It was reported the patient was referred to a neurosurgeon.